Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage. The device successfully established connection with a root, measurement values were displayed and no artifacts or abnormal signal was observed with a tester. No errors or interruptions to measurements were observed, and alarms are functional. The module passed all functional testing and the obtained measurements were comparable to those obtained with a known good module. Internal inspection showed no damages or defects. The device is fully functional.

Event description:
The customer reported whilst the sedline sensor was on the patient, the psi dropped down to as low as 30. It then returned to readings of around 90 before dropping again to 44. The patient cable was disconnected and reconnected and the case continued with no problems and acceptable psi readings for sedation. No patient impact or consequences were reported.